Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the insyte gn 18ga x 1.88in needle wouldn't retract during use. The following information was provided by the initial reporter: "after inserting, catheter kinking and can¿t draw out needle"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-20. H6: investigation summary one sample in open packaging was received by our quality team for evaluation. From the sample, the catheter was observed to be kinked and burred on the tip. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. The investigation shows that the tipper machine was the only possible area which the catheter might get kinked. A double adapter might be the possible cause of the catheter kink. A simulation was performed to duplicate the defect. The duplicated sample was observed to have a similar catheter kink to the complaint sample, however it shows an incomplete tip. The simulated sample was assembled at the machine and was observed to have the needle pierced through the catheter. The lie distance vision and tip spear vision in place for this process to detect and reject the needle pierced through catheter. As the sample was returned in an open packaging, the nonconformance was likely caused by product manipulation. H3 other text : see h.10.

Event description:
It was reported that the insyte gn 18ga x 1.88in needle wouldn't retract during use. The following information was provided by the initial reporter: "after inserting, catheter kinking and can¿t draw out needle"